Manufacturer narrative:
The alleged lead is an atrial lead not right ventricular lead, b5 was updated.

Event description:
It was reported that during an implant procedure, the silicone suture sleeve of the atrial lead was wrinkled, bulged and could not be wiped off. Additionally, the insulation layer of the atrial lead was determined to be damaged. Hence, the physician elected to not used the atrial lead and a new lead was implanted successfully. The patient was stable throughout the procedure.

Event description:
It was reported that during an implant procedure, the silicone suture sleeve of the right ventricle (rv) lead was wrinkled, bulged and could not be wiped off. Additionally, the insulation layer of the rv lead was determined to be damaged. Hence, the physician elected to not used the rv lead and a new lead was implanted successfully. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of suture sleeve was wrinkled bulged was not confirmed and the reported event of the outer insulation layer of the electrode was damaged was confirmed. As received, a complete lead was returned in one piece. Visual examination found the suture sleeve intact, and the outer insulation damage consistent with procedural damage. The cause of the reported event of insulation damage was isolated to the damage occurring at procedure.